Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, unknown concentration at unknown dose and prialt/ziconotide, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that patient had withdrawal symptoms. Any environmental/external/patient factors that may have led or contributed to the issue was empty reservoir. Pump was interrogated and reservoir was accessed and found to be empty. Reservoir was refilled on (B)(6) 2018. At the time of this report, it was unknown if the issue was resolved and patient status was alive- no injury. No further complications were reported.